Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed there is a crack in the catheter. There is a crack approximately 151 cm from the distal tip. There is a kink in the catheter approximately 1 cm from the proximal end of the balloon. The device had a syringe body attached to the wire guide port and a wire guide lock on the injection port. Because the catheter was returned cracked during our evaluation the catheter was cut distal to the crack to facilitate inflating the balloon. The proximal end of the balloon was connected to a 60 cc syringe and an inflation handle. The end of the wire guide lumen was clamped to aid in balloon inflation. When the balloon was inflated it would hold pressure at 6 atm. The balloon held pressure and no leaks were observed. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to apply negative pressure to the balloon to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. According to the report lubrication was not applied to the balloon prior to advancement through the endoscope. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory 'channel. This activity will aid in endoscopic advancement and catheter preservation. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and catheter preservation. The instructions for use state: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Kinks and/or bends and/or cracks in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all hercules 3 stage wireguided esophageal-pyloric-colonic balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic was used. As the balloon was inflated at the biopsy channel of the endoscope, the balloon broke open [catheter cracked] and water leaked out. A kink was also observed in the catheter. No section of the device detached inside the endoscope or patient a device from another manufacturer was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.